Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 40-53 mg/dl were recorded by continuous glucose monitor (cgm) from 12:03:08 am to 12:38:08 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:03:08 am. A tubing fill of size 14.2 units was observed on (B)(6) 2020 at 5:21:09 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 8:23:10 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:23:09 am. On (B)(6) 2020, at 2:44:45 am. User made a bolus request of size 4.39 units, approximately 5-6 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 49-50 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.